Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
The patient has been having trouble with his charger since right after ¿closing¿ on friday. The patient has been unable to make a connection since friday and received the reposition recharger screen. The patient programmer (pp) showed the status screen and low battery screen. The patient stopped feeling stimulation on friday. The patient normally recharges once a month and rechargers while sleeping. During the report, the patient could not get connected and saw a flash of 3 digits, he thought it was ¿dna¿ but it flashed back to reposition antenna. Since implant getting a connection to recharge has been difficult. Sometimes the patient would have to reposition 15-20 times to finally get 6 coupling boxes. The patient thought the ins may be at a 45 degree angle because, he could feel the cap over the leads and it was implanted quite low, thought it was deep. When the patient ¿squashes¿ it, it goes sideways more. The pp could connect. The stimulation was on continuously during the day on a pretty low setting. The patient does not ever notice it, except once it stopped working he started falling over. It was then stated ¿well, I haven¿t fallen over¿. The patient talked about his balance with and without stimulation on ¿getting old, if I start stumbling in a direction I know where to go up to stand up¿. It was also stated ¿if I turn it up too high it affects my walking and everything but there¿s something there that makes a difference¿. The patient has had problems stumbling since he was young. The ins may be flipped but was not confirmed at this time. The patient did not want to have to go through surgery again. It was additionally reported that there was intermittent poor coupling. Anomaly appears to have occurred through product use. No indication of patient harm. Device analysis revealed no issues with the recharger, c100.